Event description:
No additional information.

Manufacturer narrative:
Investigation result: one 2420-0007 sample was received in opened packaging from lot 24085425 for investigation; clear residual fluid was present in the set. The customer reported that "line primed, staff noticed fluid spilling from below the safety clamp. Line disconnected at the point of the safety clamp." Visual inspection of the returned sample confirmed the customer's experience; the tubing separated at the flow stop, no obvious sign of residual solvent was present at the tubing joint. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the manufacturing process confirmed that the separation was most likely caused by an insufficient application of solvent at the tubing joint during assembly. This is a manual assembly process and is likely to have occurred due to human error. A review of the production records for lot 24085425 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the production of the reported lot, improvements to the assembly process have been implemented to reduce the likelihood similar complaints during future production. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2420-0007 product.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: line primed, staff noticed fluid spilling from below the safety clamp. Line disconnected at the point of the safety clamp. Additional information received from the customer: please confirm how the fault was identified? Whilst priming the line please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? During priming please confirm what substance was being infused during the time of the event? Normal saline was there any patient harm? No was there an under infusion? .

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.